Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured during surgery. All pieces were accounted for, nothing fell in the patient. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Photograph provided shows that tasp exhibits signs of use (nicked or gouged) and is fractured on lateral side of post. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04) - provisional bottom.

Event description:
No further event information available at the time of this report.